Event description:
"Noted some events are true p waves, and possible intermittent pac's, but also intermittent ffrw events." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).